Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to place a taxus express2 2.75x16mm drug eluting stent to an unknown vessel, but they were unable to cross a previously placed stent. Upon withdrawal it was noted that the stent struts were flared. The procedure was completed with another taxus stent, same size. No patient complications occurred. Patient status post procedure is noted as "ok".